Event description:
It was reported that the patient experienced a surgical procedure to replace of an inflatable penile prosthesis (ipp) device due to dissatisfaction in the rigidity of the prosthesis. A spectra penile prosthesis (spp) was implanted. A patient outcome was not reported.